Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The field service engineer (fse) did not confirm if the reported issue ¿unexpected shutdown¿ was reproducible or not because the fse was worried that the procedure might affect other parts of the iabp. However, the fse confirmed that the iabp was not able to be turned off with the ac power cord connected, as reported by the customer. The fse confirmed the issue by the following procedure. When the fse connected the iabp with the ac power cord and pressed and held the iabp power button, the iabp was not turned off. When the fse disconnected the iabp with the ac power cord and pressed and held the iabp power button, the iabp was not turned off. When the iabp was on battery power and the fse pressed and held the iabp power button, the iabp was not turned off. When the fse removed batteries from both battery bays, the iabp was turned off. The repair has not yet been completed and a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosve intra- aortic balloon pump (iabp) shutdown while in use on a patient with acute myocardial infarction (ami). The customer attempted to restart the unit but could not advance from the start screen. The unit was swapped out for a functioning cs100 unit. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h10, h11. Corrected field:h6(evaluation method codes). The suspected faulty solenoid control board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the solenoid control board and visual damage was observed to components c63 (shorted and burned) and r139 and c140 (smoke damage) on the solder side of board, lower right hand corner. The board could not be tested due to the shorted component. The board is being retained in the national repair center per procedure. The suspected faulty power management board was sent to getinge's national repair center (nrc) for evaluation. A senior repair technician inspected the power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it failed testing. The national repair center observed that when the console was placed into the cardiosave cart and plugged into ac, the cardiosave turned on without having to press the on off switch. Also the cardiosave would not turn off by the on/off switch. It would only turn off by removing the ac plug from the wall. The power management board is being sent to the supplier per procedure. A supplemental report will be submitted when additional information is provided.

Event description:
It was reported that the cardiosve intra- aortic balloon pump (iabp) shutdown while in use on a patient with acute myocardial infarction (ami). The customer attempted to restart the unit but could not advance from the start screen. The unit was swapped out for a functioning cs100 unit. There was no patient harm or adverse event reported.

Event description:
It was reported that the cardiosve intra- aortic balloon pump (iabp) shutdown while in use on a patient with acute myocardial infarction (ami). The customer attempted to restart the unit but could not advance from the start screen. The unit was swapped out for a functioning cs100 unit. There was no patient harm or adverse event reported.

Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6, h10. The supplier returned the power management board to the national repair center (nrc). The supplier could not verify the failure of the unit shutting down which was the original customer complaint; however, the national repair center verified that the unit would turn on without pressing the on off switch. The supplier did not verify any failure and stated no problem found and the board passed their testing. The senior repair technician inspected the power management board and no visual damage was observed. The national repair center installed the board into the cardiosave test fixture and tested the board to factory specifications per procedure and the cardiosave service manual. The board failed for the failure of the cardiosave turning on without pressing the on off switch. The board failed testing. Per procedure if the national repair center verifies the failure and the supplier does not, the board will be scrapped. Component root cause cannot be determined. The board will be scrapped per procedure.

Manufacturer narrative:
The field service engineer (fse) replaced the solenoid control board, which corrected the issue. Unrelated to the event, the fse also replaced the power management board due to maintenance. The iabp unit passed all calibrations, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that the cardiosve intra- aortic balloon pump (iabp) shutdown while in use on a patient with acute myocardial infarction (ami). The customer attempted to restart the unit but could not advance from the start screen. The unit was swapped out for a functioning cs100 unit. There was no patient harm or adverse event reported.